Event description:
Customer reported the joystick is not working properly. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found a capacitor knocked out from the image acquisition panel board. Replaced image acquisition panel board. System operates as intended.